Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received by the customer. Visual observations revealed that the wear marks in the device. The upper jaw was damage, a small piece of the jaw was broken. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection, this complaint can be confirmed. The possible root cause of the damage in the jaw can be attributed to a drop of the unit or mishandling. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgery on (B)(6) 2021, it was observed that the expressew iii ac+ gun was damaged. During in-house engineering evaluation, it was determined that the upper jaw was damaged with a small piece of the jaw that was broken. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.